Event description:
The customer reported experiencing high blood glucose of 247mg/dl in the morning. Instructed the caller to check again her glucose level and it was 47mg. Advised the customer to take some glucose tablets, but the customer did not have at the time and she does not want to call the ambulance. During the call, the customer was not responding and the paramedics were called. Instructed them to make sure he is disconnected from the device and her glucose level was 52mg/dl at the time. The call was disconnected once they no longer needed assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.